Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that during impella cp support, the patient was resting. His left leg was showing signs of ischemia, and no pulses were detected. It is highly likely that the pump was occlusive to the right femoral artery causing a cold leg. The doctor was made aware and discussed options with the family and the patient. The physician was unhappy about the patient not receiving extended support. The doctor will pull this pump prematurely to restore flow to the lower leg. The patient was taken down to the cardiac catheterization lab for impella removal and replacement for an intra-aortic balloon pump. The site was closed with one perclose. Hemostasis was achieved. An angiogram was done after the site was closed to confirm flow was restored.